Manufacturer narrative:
Stratus medical was unable to perform a product investigation as the suspect device was not returned. As no product-specific information was provided the device history record could not be reviewed and a conclusive root cause could not be determined. Additionally, no contact information was provided, as such, stratus medical could not contact the complainant or facility to request additional information.

Event description:
On april 7, 2025, stratus medical received a voluntary medical device report (MDR) <mw5168188> from the FDA. The report included the following information regarding the suspect medical device, nimbus electrosurgical radiofrequency (rf) multitined expandable electrode. Model #: nim-100-10bb. Prior to receiving the MDR <mw5168188> from the FDA, stratus medical was unaware the event had occurred. The following event description was derived from MDR <mw5168188>. "I am reporting this event as the qi officer for my division. During a cervical radiofrequency ablation procedure on the date of service, the cannula fractured at the hub, causing a portion to be retained in the patient. By reviewing reports, the cannula was unintentionally slightly bent during initial insertion and then straightened. A surgical incision was made under local anesthetic, and the retained cannula portion was removed in entirety. The patient has not had any permanent sequelae after this incident."